Manufacturer narrative:
(B)(4). Per terumo subsidiary, there was a delay in calibration. Normally, calibration takes about 15 minutes, but sometimes it takes about 30 minutes. Troubleshooting included changing the o2 sensor twice, but it did not resolve the issue. The customer continued to use the unit. This complaint is related to (B)(4) / medwatch #1828100-2017-00022.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) had a delay in calibration. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient reported.

Manufacturer narrative:
The service repair technician (srt) could not verify the delay of calibration. The blender of the electronic patient gas system (epgs) was calibrated numerous times, and each time it calibrated within the normal 1.5-2 minutes. The srt replaced the blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) calibrated the electronic patient gas system (epgs) a dozen times with the amount of time to calibrate always being the expected time of ~1½ minutes. No delay in calibration occurred during lab testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.